Event description:
The patient was hospitalized for chest pain. An x-ray re- vealed that the "distal coil was sticking out from where at about 2cm from the ventricular lead tip. Joint part of dis- tal tip and proximal ring was completely separated. Distal coil was fallen off and coiled itself in right ventricle." During explant at another hopsital, about 2 cm of the lead remained in the patient. The physician felt that the lead had been damaged when previously capped for infection.